Manufacturer narrative:
Remote support from the customer care solution center was received. It was determined that this was a malfunction of the battery for which the rse recommended to replace. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's battery does not charge. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction: the become aware date has been updated from 04nov2022 to 21dec2022. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.